Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on a homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The hp stated that they were not sure if the patient line had primed all the way. The technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the home patient (hp) reported being unsure about the line being properly primed, insufficient information was reported to identify a cause. Should additional relevant information become available, a supplemental report will be submitted.